Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the coronary care unit after receiving 2 appropriate shocks for ventricular arrhythmias, high, out of range hv lead impedance for the rv-can and rv-svc vectors 6 months prior were observed. The hv lead impedance measurements were normal during the check at the coronary care unit. Lead replacement was suggested.